Manufacturer narrative:
The thermogard xp ivtm system (B)(4) involved in the reported complaint will not be returned for evaluation because biomed resolved the issue by cleaning and drying the air trap sensor. The biomed tested the system, and it functioned as intended. The thermogard system was placed back into service for clinical use. Therefore, service was not required to be performed by zoll. A follow-up report will be submitted if the product is returned and the investigation has been completed.

Event description:
During the ivtm therapy, the thermogard xp ivtm system (B)(4) generated an "air trap" alarm due to the saline leak from the start-up kit (suk) (lot #unknown) air trap. The saline leaked from the air trap into the air trap chamber and filled the drip tray via the connected tubing. The user stated that the drip tray quickly overflowed and spilled out onto the floor. The ivtm therapy was stopped because the customer had no other available thermogard systems, and no alternative temperature management method was applied. The customer provided no further information. The patient's status information was requested, but the customer did not provide a response.